Event description:
A caregiver reported a 'hi' reading (greater than 500 mg/dl) when scanning the adc freestyle libre sensor, compared to an adc blood glucose meter. On (B)(6) 2020, the customer self-treated with an additional dose of insulin based on the 'hi' reading and developed symptoms of hypoglycemia 1 hour later while at home. The customer obtained another scan of 'hi', which was then compared to a blood glucose reading of 35 mg/dl obtained on the adc meter. The customer was unable to treat themselves. A non-hcp, third-party treated the customer with an injection of glucagon and a glass of coca-cola. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a 'hi' reading (greater than 500 mg/dl) when scanning the adc freestyle libre sensor, compared to an adc blood glucose meter. On (B)(6) 2020, the customer self-treated with an additional dose of insulin based on the 'hi' reading and developed symptoms of hypoglycemia 1 hour later while at home. The customer obtained another scan of 'hi', which was then compared to a blood glucose reading of 35 mg/dl obtained on the adc meter. The customer was unable to treat themselves. A non-hcp, third-party treated the customer with an injection of glucagon and a glass of (B)(6). There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported a 'hi' reading (greater than 500 mg/dl) when scanning the adc freestyle libre sensor, compared to an adc blood glucose meter. On (B)(6) 2020, the customer self-treated with an additional dose of insulin based on the 'hi' reading and developed symptoms of hypoglycemia 1 hour later while at home. The customer obtained another scan of 'hi', which was then compared to a blood glucose reading of 35 mg/dl obtained on the adc meter. The customer was unable to treat themselves. A non-hcp, third-party treated the customer with an injection of glucagon and a glass of coca-cola. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: d4 (expiration date) was updated based on previous extended investigation. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination) with brownout reset events internally logged (event 19 and event 23) due to a temporary drop in the source voltage. The senor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues were observed. Sensor was reprogrammed and sensor terminated to state 6 upon reactivation. The sensor was de-cased and corrosion was found on the printed circuit board assembly (pcba). The battery was replaced with a retained battery and current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. The high readings issue reported by the customer is therefore not confirmed.